Event description:
It was reported that the set screws would not thread into the pedicle screws. Patient status is fine.

Manufacturer narrative:
Additional product: part number 2000-1005, lot 445040, date of manufacture 8/2008.